Event description:
Baxter sales representative (bsr) notified baxter corporate product surveillance (cps) of one anti-reflec y-set 8" in which a no flow was observed. It was reported that the pain medication was not delivered to a patient. There was no patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The reported condition was confirmed through evaluation. An assignable cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This issue is being investigated through CAPA. If relevant additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.